Event description:
During evaluation of a returned automated pd set with cassette, a damaged white clamp on the supply line was identified. There was no patient involvement as this was identified during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection verified a damaged white clamp on the supply line. Functional testing performed: leak testing, clamp function test, clear passage test, device-device interaction testing (homechoice set ran on machine). Leak testing performed (eight psi underwater pressure test) with no issues noted. Clamp function test performed with the following issues noted: leak through set with clamp in closed position ¿ one damaged white clamp on supply line. Clear passage test performed with no issues noted. Sample ran on homechoice machine with no issues noted. The lot number of the device was unknown; therefore, a batch review could not be completed. Upon conclusion of the investigation, the cause of the event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Initial evaluation verified the damaged condition through a visual inspection. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.